Event description:
It was reported that the patient experienced sparking battery charger while the device was in use (date not reported). A replacement equipment was sent to the patient.

Manufacturer narrative:
This report is submitted on september 02, 2022.